Manufacturer narrative:
(B)(4). The pipeline flex reported in this MDR as well as its catheter and pushwire were returned for evaluation. The pushwire was found outside the catheter. The pipeline flex was not attached to the pushwire. The distal end of the pipeline flex was not opened due to damaged braid. The proximal end of the pipeline flex was found fully opened with damaged braid. No other anomalies were observed. Based on evaluation of the returned device, the report that the pipeline flex did not open distally was confirmed. It is possible that the damage to the braid contributed to the reported issue. However, the cause for damage could not be determined. All products are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. Same event as reported in MDR# 2029214-2015-00635 and MDR # 2029214-2015-00637.

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a giant cavernous carotid aneurysm, the physician reported that three pipeline flex devices were not open. The patient came with 3rd cranial nerve palsy. The internal carotid artery between landing zones was fusiform and dysplastic. The first device (ped425-20) was pushed out of the catheter and the distal segment did not open (MDR 2029214-2015-00635). The second device (ped475-12) also did not open distally. The third device (ped 475-12) attempted did not open in the segment 2-4 mm from distal edge of stent (MDR# 2029214-2015-00637). Several different delivery techniques were tried in order to get stent to open (loaded, unloaded, pushed, unsheathed, etc.) Each device was resheathed twice to try to open the distal end. None were successful at getting stent to open properly. Device was pulled back through the marksman catheter and retrieved from catheter hub. The patient was successfully treated with different a pipeline classic device. No patient injury was reported as a result of this procedure.